Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. The initial reported event was received on (B)(4) 2013. Of note, the reportable serious injury of infection was submitted via an alternative summary report (asr). Information was subsequently received on 2013-05-28 and revealed the patient also had sepsis. Due to the report of sepsis, this event no longer qualifies for asr reporting and is therefore being submitted as a bimonthly report. Concomitant products: 5076-58 implantable pacing lead implanted: (B)(6) 2009; 5076-52 implantable pacing lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that an infection occurred. It was further reported the patient had sepsis. The implantable pulse generator system was explanted and replaced. No further patient complications have been reported as a result of this event.